Event description:
Dear FDA, I am writing to report a serious safety incident involving the fotosy wrist blood pressure monitor (amazon asin b0dplyx26v), which contains a built-in lithium battery and is currently being sold in the united states. In early (B)(6) 2025, while I was using the device for a routine blood pressure measurement, it suddenly began to heat up from the bottom area. The temperature increased rapidly and became extremely hot on my wrist. I noticed the plastic casing on one side starting to bulge and soften, and a strong burnt chemical odor appeared at the same time. I immediately removed the device from my wrist, and shortly afterward the unit produced a distinct popping sound, strongly suggesting an internal battery failure. The heat level had already reached a point where it could have caused burns or ignited nearby objects. I was fortunate to react quickly, but the device came very close to causing a fire. Based on my experience, the device may have a critical lithium-battery or internal electrical defect. The behavior I observed indicates a potential thermal runaway, short circuit, or failure of the battery protection system. Because this is a wearable device in direct contact with the skin, the overheating poses a significant risk of injury, and similar incidents could result in burns, property damage, or fire. This issue occurred during normal use--not during charging--which makes the hazard even more concerning. Given that the product is used frequently by elderly individuals or people with medical conditions, I believe this situation requires immediate attention. For the safety of all customers, I respectfully request that this asin be temporarily suspended from sale until amazon completes a full safety investigation. Allowing the listing to remain active during an unresolved battery-related hazard may put other users at serious risk. Thank you for your prompt attention to this matter. Sincerely, (B)(6).